Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) his bundle lead the lead could not "get a good signal" or capture. The lead was not used and a replacement epicardial lead was later implanted. No patient complications have been reported as a result of this event.